Manufacturer narrative:
(B)(4). Device evaluated by MFR: the actual needle was received for evaluation. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain the device, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown neurology procedure on (B)(6) 2019 and suture was used. The tip of the needle broke off, towards the very end of the procedure. They irrigated for the tip and found the tip. It is unknown how the case was completed. There were no patient consequences reported.